Manufacturer narrative:
Initial and final (B)(4) -device 2 of 2.

Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered two infusion sets tubing detachment event on (B)(6) 2025 and (B)(6) 2025. The detachment occured from the connector. Infusion set was in use for about 24 hours. Patient blood glucose levels were high. Patient took correction injection via multiple daily injections (mdi) to address high blood glucose levels. Patient plugged tubing back in place. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-04243. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006340, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006340 was manufactured according to the work instruction (wi) version 96 in the multivac 10, on 28/mar/2024, with a total of (B)(4) units. Glue tubing device history record (DHR review: the lot 4c05710 was manufactured according to the wi version 62 manufactured in the machine sc05 & sc06, on 27/mar/2024, with a total of (B)(4) units. Gluing of connector the lot 4c04317 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 27/mar/2024, with a total of (B)(4) units. The lot 4c00357 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 14/mar/2024, with a total of (B)(4) units. The lot 4c04318 was manufactured according to the wi version 37 in the gluing of connector in the line 9, on 27/mar/2024, with a total of (B)(4) units. The lot 4c04320 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 27/mar/2024, with a total of (B)(4) units. Reiew of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.